Event description:
Boston scientific received info that this pt's right ventricular (rv) lead exhibited high out of range pacing impedances of greater than 2000 ohms. A revision procedure was done and it was noted that the lead was not fully inserted into the device header. The lead was reinserted properly and the lead remains implanted. To date, there have been no adverse pt effects reported. The lead remains implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.